Manufacturer narrative:
The hardware investigation of the returned computer found that the reported event was related to a hard drive issue. Initially, on the bench, the computer booted operating system and application successfully. Time/date check (cmos check) and virus scan were successful. The tester installed the computer in a tes imaging system and the system didn't ready communication or motion (confirming the reported issue). The computer will communicate via remote desktop, but displays a multitude of errors. Database and sql errors, initialization exception error, execution of windows script host, and scrobj.dll error. When attempting to format the d drive, the format was initially unsuccessful as the computer indicated it was utilizing events logs. I verified the application was not running. Eventually I was able to manually delete all but one of the event logs. Attempted another format through remote desktop and was not successful. Attempted software reload, and the load never progressed to the firmware stage. A faulty hard drive prevented format of d drive and software load. The reported event was confirmed.

Manufacturer narrative:
(B)(6). A medtronic representative inspected the imaging system on-site. No motion checked on pendant during over the phone troubleshooting. During service call, the image acquisition system (ias) computer application would not come up. Replaced 0-200 vdc motion relay supplying 96 vdc to controllers. Replaced ias computer. Reloaded software to ensure revision compatibility. The motion relay and ias computer have both been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system motion status bar would not initialize. The system was rebooted 3 times and the application was restarted through the remote desktop, all without resolution. The surgeon opted to complete the procedure without the use of the imaging system. The procedure was completed with the use of a c-arm after no delay. The patient was not impacted.

Manufacturer narrative:
In addition to what was reported on MDR follow-up 2, returned computer part post analysis found that format of the hard drive and reload of software was successful. Format resolved corrupted drive. " corrupt os (software) was found.

Manufacturer narrative:
Investigation of returned suspect relay confirmed the reported problem. Failed bench testing. Output pins 1 and 2 have a low resistance short of 3.4 ohms internally. The reported issue was confirmed to be caused by an electrical failure due to a short.